Event description:
The customer reported that there was some sort of malfunction of the device during a code. This reported malfunction was later reported to be a failure to discharge. The involved pt died, but the nurse manager states that the device was not a factor in the pt outcome.

Manufacturer narrative:
The customer reported that there was some sort of malfunction of the device during a code. This reported malfunction was later reported to be a failure to discharge. The involved pt died, but the nurse manager states that the device was not a factor in the pt outcome. This complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.